Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is becoming stuck down when pressed and triggering button alarms. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.